Manufacturer narrative:
The calibration trace, preanalytical and instrument data were requested but not provided. The provided qc data showed high coefficients of variation and multiple high and low outlier results which indicates a sub-optimal estradiol assay performance. The investigation did not identify a general reagent problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys estradiol iii assay dilution results for two patients tested on a cobas e411 rack. The reporter complained about difficulty in reproducing results at 1:10 automated dilution after receiving results that were greater than the measuring range. The reporter stated that the results are more reproducible using a 1:2 automated dilution. The reporter was able to provide the following discrepant dilution results: on (B)(6) 2021 at 6:36 pm, the result at 1:2 dilution was 2977 pg/ml. The result at 1:10 dilution was 1767 pg/ml. On (B)(6) 2021 at 10:51 pm, the result at 1:2 dilution was 3164 pg/ml. The result at 1:10 dilution was 2390 pg/ml. The reagent lot number is 503901. The expiration date 31-oct-2021.

Manufacturer narrative:
On (B)(6) 2021, sample (B)(6) had an initial result of >3000 pg/ml at 9:53 am. The first result at 1:10 dilution was 2319 pg/ml at 10:47 am. The second result at 1:10 dilution was 2317 pg/ml at 11:39 am. The result at 1:2 dilution was 2944 pg/ml at 11:11 am.